Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope avl video baton 3-4 and confirmed the no image issue. The baton's led was blinking indicating unit failure. Physical damage to the camera housing was observed. The device was scrapped and a replacement was sent to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was cutting in and out depending on how the cord was bent. A delay in the procedure of approximately ten (10) minutes occurred as another avl device was obtained. No harm to the patient or user was reported.